Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported patient was not able to charge the ins, she was getting reposition antenna screen on the recharger. Patient was successfully charged device was 2 weeks ago. It was reviewed the possibility of the ins being in overdischarge, and asked patient if she had the patient programmer (pp) to attempted to connect. Patient services stated this would be the 3rd time she had been jump-started. It was mentioned patient could not communicate with another external device. Patient attempted to sync the pp with the ins twice using the antenna but got poor communication both times. Pss redirected patient to get the ins checked. Patient noted she had an appointment with the healthcare provider (hcp). It was noted patient had trouble with ins during the call ever since ins was put in 2014. Patient noted ins was not holding a charge very long, and she just took a pain pill. No further complication and no symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2021 that they had used high settings and so the ins had to be replaced before it was supposed to run out. No symptoms reported.